Event description:
It was reported that a spectrum pump displayed frozen pixels on the display during therapy in the critical care area. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of frozen pixels the display which was reproduced. Eval found the reported symptom was caused by failed pixels in the lcd. The lcd/backing was replaced.